Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), uterine haemorrhage ("uterine hemorrhaging") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (patient underwent surgical removal due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, uterine haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pregnancy with contraceptive device and uterine haemorrhage to be related to essure (ess205). Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.